Manufacturer narrative:
Evaluation: still under investigation

Event description:
A female underwent aaa repair in 2006. A zenith renu cuff and a main body extension were placed. The core lab interpretation of the 30-day post-procedure CT scan noted a type iii endoleak. No further information is available at this time.